Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately four months after implant, the right ventricular (rv) lead showed noise and an increase in v-v intervals. The rv lead was scheduled for revision. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.